Manufacturer narrative:
(B)(4). (B)(4). Concomitant products: 159547, oxford hxlpe bearing, 2485165. 154724, oxford cemented tibial tray, 2462031. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00983.

Event description:
It was reported that a patient underwent an initial knee procedure. The patient has been feeling something shift in the left knee due to the mobile bearing since it was implanted. The surgeon reported this event as instability, and no treatment was rendered. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends